Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was 390 mg/dl at the time of the incident. Now customer was getting a black box on the display screen. Customer states the pump was bumped. Troubleshooting steps were guided for partial display screen. Customer advised to replace the insulin pump and revert to back up plan. Explained the course of action for the call would be to review the notes from prior call, and to enter a protocol for troubleshooting the partial display. During call, we learned his blood glucose were elevated at 390 mg/dl, so offered high blood glucose troubleshoot protocol. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the watchdog timeout alarm or verify missing segment during self test due to full segment display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
The correct information has been provided with this report.